Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 2 oct 2015. The fse found the waste tank sensor triggering was due to the length of the waste effluent tube being too short. The fse replaced it with a longer (~80mm) tube with a bevel cut angled away from the sensor probes. The waste sensor was tested for false triggering. The longer plastic tube with bevel cut is preventing short from occuring with the waste bottle sensor. The daily start up was successfully run. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the waste effluent tube being too short. A 13 month complaint and service history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no similar tickets identified during the search period.

Event description:
On (B)(6) 2015 a customer reported waste tank full error messages with their aia-900 analyzer when the tank is empty. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, lhii, and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.